Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (1.5mm threaded drill guide with depth gauge, part number 323.034, lot number 9724992). The subject device was returned with the complaint condition stating: this complaint is confirmed. Both of the returned threaded drill guides with depth gauges show cumulative wear and several dents and discoloration due to heavy usage on the distal male thread from which threads into plates. The dented/worn threads could contribute to the reported complaint condition. The locking compression plate was not returned to customer quality (cq), therefore replication of the complaint was unable to be tested at cq. No new malfunctions were identified as a result of the investigation. The (2) returned 1.5mm threaded drill guide with depth gauge (part# 323.034) are reusable instruments available for use in several systems and used to ensure drill bits are aligned perpendicular to the plate locking holes in order to ensure locking screws lock to the plate thread adequately. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned devices as part of this investigation. Visual inspection: this complaint is confirmed. Both of the returned threaded drill guides with depth gauges show cumulative wear and several dents and discoloration due to heavy usage on the distal male thread from which threads into plates. The dented/worn threads could contribute to the reported complaint condition. Drawing review : drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. Most likely due to cumulative wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: manufacturing location: 323.034/ lot 9724992; manufacturing location: (B)(4); manufacturing date: 09.feb.2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a hand fracture. Patient was implanted with one (1) 1.5mm locking compression plate (lcp) plate and four (4) locking screws. During the procedure it was reported that the surgeon has issues threading two (2) of the 1.5mm locking drill guides into the 2.0mm locking compression (lcp) plates that was original going to be implanted. At that point in the procedure, surgeon choose to implant a 1.5mm lcp plate with a new drill guide that was available in the operating room. There was no reported surgical delay, no additional x-rays or other medical intervention required. The procedure was successfully completed successfully and patient is reported in stable condition. This report is for 2 devices concomitant devices: 2.0mm locking compression plate (item # unknown, lot # unknown, quantity 1 each). This report is 1 of 2 for (B)(4).